Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16mar2020.

Event description:
The customer reported a low tidal volume alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The ventilator had to be changed as a result of this event. There was no report of additional medical intervention being required. Technical support provided remote assistance to the customer. The customer reported to have completed performance verification testing without further failures. The respiratory technician believes that the problem may have been the patient mask that was being used rather than a ventilator issue. No parts were replaced.